Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted, however a photograph of the device was provided by the facility. Upon examination of the image, it was noted that the tip of the evolution carrier tube assembly was extended out of the tray and a kink observed at the proximal portion of the manufactured slit of the carrier tube . The deployment sleeve of the device was found in the forward lock position with color bands concealed. The bypass tube was found to be protecting the anchor of the carrier tube assembly at its correct manufacturing location. Terumo has determined the reported event to be manufacturing related.

Manufacturer narrative:
Patient identifier - requested, not provided. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when they opened the 6fr angio-seal device pack during a procedure the tip of the device was kinked. The white tube was kinked right on top of the compacted anchor. They used the product and had no problem during the deployment. The patient was in stable condition. The procedure outcome was positive. There was no patient injury/medical or surgical intervention required. There were no other devices or equipment used with the reported product. Additional information was received on 19jun2020. The procedure being performed was a peripheral artery disease (pad) atherectomy procedure using a 6fr procedural sheath. A pre-deployment angiogram was performed.